Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and complete the rewind process. Insulin pump did not passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged that the insulin pump did not pass self test with an unspecified error alarm. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. No pump error 63 alarms noted during testing however, three (3) pump error 63 (variable 3) alarms [(B)(6) 2021 at 14:44, 14:45, and 15:02] are confirmed in the downloaded history file due to broken pin 1 (vdd) trace at on the keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump passed the self test however, pump error 63 alarm (variable 3) alarms are found in the history files. Pump error 63 (variable 3) alarms are due to broken pin 1 (vdd) trace at on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.